Manufacturer narrative:
Lot number of device used by pt is unknown, and the MFR does not have info that would allow us to further our investigation of lot number and adverse event details. It is unknown if the device failed to meet specs as we have not received the complaint unit for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/adverse event is unknown. The complainant reported an association between the amo device and the reported event. However, because we have not received the complaint unit for analysis, nor have we received an identifying lot number to guide our testing, we have been unable to determine the relationship. Pt misuse of the device may have caused or contributed to the event.

Event description:
Consumer reported a non-vented lens case for use with a oxidative lens care system "exploded" after the customer used incorrect neutralizing product (neutralizing tablets were used instead of neutralizing solution.) No pt injury occurred. Consumer did not forward the device for eval. The complaint has not been confirmed. Consumer misuse of the device caused or contributed to the event. No further info is available or expected. This device is not marketed in the us.